Event description:
The manufacturer received a report from a physician who experienced resistance upon attempted removal of the guidewire prior to performing a stretta procedure and upon removal of the guidewire, the catheter basket was noted to be kinked, indication that excessive traction on the guidewire may have occurred. No pt injury was reported. The catheter was not returned to the manufacturer for inspection. A test performed on a representative catheter demonstrated that if the catheter is placed in the esophagus as directed in the instructions for use, there is no resistance upon removal of the guidewire. The IFU recommends the following techniques to avoid damage to the catheter: 1) the catheter is positioned 2-3 cm distal to the z-line. Followed by removal of the guidewire. The catheter is not advanced excessively into stomach. 2) if resistance is met upon attempted removal of the guidewire, rotate and reposition the catheter and attempt removal again...without force. This incident was reported by the hospital as follows: "following insertion of the stretta catheter, the physician was pulling the guidewire out of the catheter and it pulled the catheter's tip into the esophagus. For several minutes the catheter would not advance forward nor could it be pushed outward. The physician released the catheter by pushing forward and twisting simultaneously. A follow-up chest x-ray and gastrograffin swallow were ordered post-procedure and found to be negative for trauma to the esophagus. The pt had no further complications related to their admission" based upon the co's review. The co preliminary results concluded that the kinking of the basket was not the result of device defect, but the result of forceful removal of the guidewire, not consistent to the guidance provided with the device labeling.